Manufacturer narrative:
Catalog number: a complete catalog number is unknown, as the serial number was not provided. If implanted; give date: unknown/not provided. If explanted; give date: not applicable, there is no indication the lens has been explanted. The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Device manufacture date: unknown, as the serial number was not provided. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) rotated to some degree. The lens is not available for return. No further information is available.